Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 24cm distal to the is-1 connector pin. The proximal fragment including the yoke and connector pins was returned for analysis. The distal fragment including the rv shock coil and lead tip was not returned. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis revealed cuts into the insulation, which most likely occurred during the extraction procedure. However, a thorough analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported approximately 244 months after the implantation, that oversensing in the ventricle channel and low lead impedance below 200 ohm was detected. The lead was extracted and sent back to biotronik for analysis. Date of explant is unknown.